Manufacturer narrative:
Tracking #.50619. Ees #.981978/c. D5; h2,3,4,6; g4: added addition info d6: corrected field to read na h6; dislodged anvil. Endopath ets: based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. The inquiry was originally reported as an rpo "record purpose only."

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy a tsw35 only laid down half of the staple line and did not cut across the utero-ovarian pedicle. It was hard to fire and to release off the tissue. Another tsw35 was opened to complete the case. The insturment was discarded by hosp personnel.